Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('excessive and prolonged bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and prolonged menstrual bleeding"), dysmenorrhoea ("pain during regular cycle"), menstrual discomfort ("discomfort during regular cycle"), discomfort ("discomfort") and bladder disorder ("significant bladder problems"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, menstrual discomfort, discomfort and bladder disorder outcome was unknown. The reporter considered bladder disorder, discomfort, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual discomfort and pelvic pain to be related to essure. The reporter commented: due to the severe symptoms, she underwent a hysterectomy in (B)(6) 2018 and is now going through menopause. Product labels were not retained. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. On an unknown date, the patient experienced polymenorrhagia ("heavy bleeding every 2 to 3 weeks with large clots"), menorrhagia ("excessive and prolonged menstrual bleeding"), dysmenorrhoea ("pain during regular cycle"), menstrual discomfort ("discomfort during regular cycle"), discomfort ("discomfort"), bladder disorder ("significant bladder problems"), allergy to metals ("nickel allergy"), arthralgia ("joint pain"), dyspareunia ("pain having sex"), hot flush ("hot flushes"), incontinence ("incontinence"), loss of libido ("loss of sex drive"), mood swings ("mood swings"), feeling abnormal ("brain fog"), genital haemorrhage ("heavy / abnormal bleeding") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, polymenorrhagia, menorrhagia, dysmenorrhoea, menstrual discomfort, discomfort, bladder disorder, allergy to metals, arthralgia, dyspareunia, hot flush, incontinence, loss of libido, mood swings, weight increased, feeling abnormal, genital haemorrhage, hormone level abnormal and urinary tract disorder outcome was unknown. The reporter considered allergy to metals, arthralgia, bladder disorder, discomfort, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, hormone level abnormal, hot flush, incontinence, loss of libido, menorrhagia, menstrual discomfort, mood swings, pelvic pain, polymenorrhagia, urinary tract disorder and weight increased to be related to essure. The reporter commented: due to the severe symptoms, she underwent a hysterectomy in (B)(6) 2018 and is now going through menopause. Lot numbers were not available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: patient initials and removal date updated. Events heavy / abnormal bleeding, hormonal problems and urinary problems added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('excessive and prolonged bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and prolonged menstrual bleeding"), dysmenorrhoea ("pain during regular cycle"), menstrual discomfort ("discomfort during regular cycle"), discomfort ("discomfort") and bladder disorder ("significant bladder problems"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, menstrual discomfort, discomfort and bladder disorder outcome was unknown. The reporter considered bladder disorder, discomfort, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual discomfort and pelvic pain to be related to essure. The reporter commented: due to the severe symptoms, she underwent a hysterectomy in (B)(6) 2018 and is now going through menopause. Product labels were not retained. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain") in a 35 year-old female patient who had essure inserted (lot no. C13140) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menorrhagia and irregular periods. As concurrent condition the report mentioned tenderness. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, one day after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2018. An unknown time later she experienced allergy to metals ("nickel allergy"), polymenorrhagia ("heavy bleeding every 2 to 3 weeks with large clots/ excessive and prolonged menstrual bleeding"), dysmenorrhoea ("pain during regular cycle"), dyspareunia ("pain having sex"), menstrual discomfort ("discomfort during regular cycle"), genital haemorrhage ("heavy / abnormal bleeding"), discomfort ("discomfort"), urinary tract disorder ("urinary problems"), bladder disorder ("significant bladder problems"), incontinence ("incontinence"), arthralgia ("joint pain"), loss of libido ("loss of sex drive"), hot flush ("hot flushes"), mood swings ("mood swings"), brain fog ("brain fog"), mental disorder ("psychological symptom"), fatigue ("fatigue"), device intolerance ("inability to tolerate the device"), joint swelling ("swollen ankles"), menstruation irregular ("irregular mesnes"), vaginal haemorrhage ("vaginal bleeding") and abdominal distension ("bloating") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal problems"). The patient was treated with surgery (hysterectomy and salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, bladder disorder, brain fog, device intolerance, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hot flush, incontinence, joint swelling, loss of libido, menstrual discomfort, menstruation irregular, mental disorder, mood swings, pelvic pain, polymenorrhagia, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: due to the severe symptoms, she underwent a hysterectomy in (B)(6) 2018 and is now going through menopause. Lot numbers were not available. Essure confirmation test (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound pelvis] on (B)(6) 2015: confirm position of coils. Both coils are correctly sited,; in (B)(6) 2018: correctly sited essure device. Concerning the injuries reported in this case, the following ones were described in patient´s medical records: arthralgia, hot flush, loss of libido, genital haemorrhage, mood swings, allergy to metals, pelvic pain. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received,. New events . Psychological symptom, inability to tolerate the device, chronic fatigue, joint swelling, bloating, irregular periods & vaginal bleeding added. Lot number, concomitant condition , medical history & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain / localised pain'). In a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. On an unknown date, the patient experienced allergy to metals ("nickel allergy"), polymenorrhagia ("heavy bleeding every 2 to 3 weeks with large clots/excessive and prolonged menstrual bleeding"), dysmenorrhoea ("pain, during regular cycle"), dyspareunia ("pain having sex"), menstrual discomfort ("discomfort, during regular cycle"), genital haemorrhage ("heavy/abnormal bleeding"), discomfort ("discomfort"), urinary tract disorder ("urinary problems"), bladder disorder ("significant bladder problems"), incontinence ("incontinence"), arthralgia ("joint pain"), loss of libido ("loss of sex drive"), hot flush ("hot flushes"), mood swings ("mood swings") and feeling abnormal ("brain fog"). And was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, polymenorrhagia, dysmenorrhoea, dyspareunia, menstrual discomfort, genital haemorrhage, discomfort, weight increased, urinary tract disorder, bladder disorder, incontinence, arthralgia, loss of libido, hot flush, mood swings, feeling abnormal and hormone level abnormal outcome was unknown. The reporter considered allergy to metals, arthralgia, bladder disorder, discomfort, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, hormone level abnormal, hot flush, incontinence, loss of libido, menstrual discomfort, mood swings, pelvic pain, polymenorrhagia, urinary tract disorder and weight increased to be related to essure. The reporter commented: due to the severe symptoms, she underwent a hysterectomy in (B)(6) 2018. And is now going through menopause. Lot numbers were not available. Quality safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly. No signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-mar-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain") in a 35 year-old female patient who had essure inserted (lot no. C13140) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menorrhagia and irregular periods. As concurrent condition the report mentioned tenderness. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, one day after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2018. On unknown date she experienced allergy to metals ("nickel allergy"), polymenorrhagia ("heavy bleeding every 2 to 3 weeks with large clots/ excessive and prolonged menstrual bleeding"), dysmenorrhoea ("pain during regular cycle"), dyspareunia ("pain having sex"), menstrual discomfort ("discomfort during regular cycle"), genital haemorrhage ("heavy / abnormal bleeding"), discomfort ("discomfort"), urinary tract disorder ("urinary problems"), bladder disorder ("significant bladder problems"), incontinence ("incontinence"), arthralgia ("joint pain"), loss of libido ("loss of sex drive"), hot flush ("hot flushes"), mood swings ("mood swings"), brain fog ("brain fog"), mental disorder ("psychological symptom"), fatigue ("fatigue"), device intolerance ("inability to tolerate the device"), joint swelling ("swollen ankles"), menstruation irregular ("irregular mesnes"), vaginal haemorrhage ("vaginal bleeding") and abdominal distension ("bloating") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal problems"). The patient was treated with surgery (hysterectomy and salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, bladder disorder, brain fog, device intolerance, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hot flush, incontinence, joint swelling, loss of libido, menstrual discomfort, menstruation irregular, mental disorder, mood swings, pelvic pain, polymenorrhagia, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: due to the severe symptoms, she underwent a hysterectomy in (B)(6) 2018 and is now going through menopause. Lot numbers were not available. Essure confirmation test (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound pelvis] on (B)(6) 2015: confirm position of coils. Both coils are correctly sited,; in (B)(6) 2018: correctly sited essure device. Concerning the injuries reported in this case, the following ones were described in patient´s medical records: arthralgia, hot flush, loss of libido, genital haemorrhage, mood swings, allergy to metals, pelvic pain. Batch no. C13140, production date~2014-01-16, expiration date: 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. On an unknown date, the patient experienced polymenorrhoea ("heavy bleeding every 2 to 3 weeks with large clots"), menorrhagia ("excessive and prolonged menstrual bleeding"), dysmenorrhoea ("pain during regular cycle"), menstrual discomfort ("discomfort during regular cycle"), discomfort ("discomfort"), bladder disorder ("significant bladder problems"), allergy to metals ("nickel allergy"), arthralgia ("joint pain"), dyspareunia ("pain having sex"), hot flush ("hot flushes"), incontinence ("incontinence"), loss of libido ("loss of sex drive"), mood swings ("mood swings") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, polymenorrhoea, menorrhagia, dysmenorrhoea, menstrual discomfort, discomfort, bladder disorder, allergy to metals, arthralgia, dyspareunia, hot flush, incontinence, loss of libido, mood swings, weight increased and feeling abnormal outcome was unknown. The reporter considered allergy to metals, arthralgia, bladder disorder, discomfort, dysmenorrhoea, dyspareunia, feeling abnormal, hot flush, incontinence, loss of libido, menorrhagia, menstrual discomfort, mood swings, pelvic pain, polymenorrhoea and weight increased to be related to essure. The reporter commented: due to the severe symptoms, she underwent a hysterectomy in (B)(6) 2018 and is now going through menopause. Lot numbers were not available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2021: with receipt of follow up information this report was detected to be a duplicate to record # (B)(4) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: reporter was added. Event start of pelvic pain: (B)(6) 2015. The event genital hemorrhage was updated to polymenorrhagia. New events were added: allergy to metals, arthralgia, dyspareunia, feeling abnormal, hot flush, incontinence, loss of libido, mood swings and weight increased. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.